Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/13/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was returned cut in four pieces which could be related to the explant process. It was not possible to identify damages as scratches or irregularities in the optic. The complaint reported could not be confirmed and no product deficiency could be identified either. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model pcb00, +20.5 diopter) was explanted from the patient's operative eye because the patient experienced blurry vision. Reportedly, lens model pcb00, +22.0 diopter was implanted as a replacement. No incision enlargement, no vitrectomy was performed. No other medical or surgical intervention was required. No patient injury was reported. No further information was provided.